Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to a shorted capacitor, designator c20, on the OEM pcb assembly. The device was retained by physio-control.

Event description:
The customer contacted physio-control to report that their device's display flashed and then went blank, but the device's indicator light was still on. This can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display flashed and then went blank, but the device's indicator light was still on. This can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.